Manufacturer narrative:
A device history record (DHR) review was not conducted due to results of the complaint investigation. The results did not indicate a problem with the manufacture of the device. There were not any causes or potential causes of the customer's reported issue found during the review of service and repair records. The product device was received for evaluation. There were not any physical damage on the device. The event history log was unable to be retrieved. During inspection, the device did not power up the pump. The root cause for reported issue was fluid ingression (contamination). The power supply, interconnect board and speaker were replaced.

Event description:
It was reported that the device will not power up and is not charging. No patient injury was reported.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08716 is no longer considered reportable, please disregard any MDR reports associated with it.